Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette leaked due to a ¿pinhole¿ (pin sized hole) in the cassette heater line near the connection. This occurred during fill one of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the event. The hp closed the transfer set and cancelled the therapy and then started over with new supplies there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.